Manufacturer narrative:
Suspect driver returned for evaluation. As reported, the tip of the driver is severely twisted.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, a legacy 5.5 driver was damaged. The reported damage to the driver included bending and stripping of the tip. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Pt weight: patient weight not available from the site. A medtronic representative following-up, was told "it was bent as the patient had hard bone and they struggled with getting the screw completely in the pedicle. No issues with patient or case otherwise." RMA issued. Replacement driver shipped to site (B)(4) 2013. Part has not been returned to manufacturer for analysis.